Event description:
During a clinic follow-up, episodes of noise resulting in oversensing was observed on the device. Provocative testing was performed, but the noise was unable to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were revealed. A revision procedure was performed and the physician alleged a header anomaly to be the cause of the event. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of oversensing and defective header could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing and pacing functions of the device were all tested and were revealed to be normal. A longevity calculation was performed and device was revealed to have appropriate longevity remaining.